Event description:
Info received indicates the bed lost hydraulic function with no alert.

Manufacturer narrative:
The hill-rom technician indicated the bed has no hydraulic functions. The technician replaced the hydraulic manifold to repair the bed.